Manufacturer narrative:
Product sample has been requested but not received yet. CAPA (B) (4) has been opened to address this issue by the manufacturer.

Event description:
The event is reported as: customer received package that was labeled catalog #1665, but the box contained catalog# 1664. Defect discovered upon receipt of product. No patient injury.